Manufacturer narrative:
The device was returned to physio-control for evaluation on (B)(6) 2020. Physio-control service representative evaluated the customer¿s device at the product assessment center (pac) and verified that the device doesn't turn on when lid opened. The cause of the reported issue was determined to be due to the lid switch, sw5. The device was destructively tested.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that device would not power on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.